Manufacturer narrative:
Programmer model 7438, serial # (B)(4), lead model 3389-40, serial #(B)(4), implanted: 2002-(B)(6), explanted: unknown, lead model 3389-40, serial # (B)(4), implanted: 2022-(B)(6), explanted: unknown, extension model 748251, serial # (B)(4), implanted: 2022-(B)(6), explanted: unknown, extension model 748251, serial # (B)(4), ins model 37602, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, ins model 7426, serial # (B)(4), implanted: 2010-(B)(6), explanted: unknown.

Event description:
It was reported that the physician accidently placed the implantable neurostimulator out of the sterile field. The device was not implanted and another device placed. No harm to the patient was reported and the patient was reported in good condition.